Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient lost consciousness intermittently over the course of twelve hours. The patient reported seeing a red heart alarm, and stated that the external batteries fully depleted. The patient became symptomatic at 0600, and cannot recall details since that time. The patient last recalls waking up again the following morning at 0100 with "dead batteries". The patient replaced the batteries and saw a low flow alarm. The patient could only provide limited details. The manufacturer¿s technical service¿s representative reviewed the submitted log file and the log file appeared normal until (B)(6) 2016 at 2127 when a low battery advisory occurred, followed by a low battery hazard at (B)(6) 2016 at 2315. On (B)(6) 2016 at 2353 the system controllers backup battery assumed operation of the pump until (B)(6) 2016 at 0036 when the backup battery fully depleted and the lvad system stopped operating. On (B)(6) 2016 at 0438 the log file revealed that the lvad resumed operation. The log file appeared to show that the lvad had resumed function prior to 0438; however, due to low supply voltages to the system, it was unable to be determined at what specific time the lvad system was connected to power and resumed function. It was reported on 12/05/2016 that the patient was not admitted into the hospital for this event, and that the patient was doing fine. No additional information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. The report of depleted batteries was confirmed based on the evaluation of the submitted system controller log file. The log file captured normal pump parameters until (B)(6) 2016 21:27 when a low battery advisory alarm was active. This alarm was followed by low battery hazards, no external power alarms, and then the emergency backup battery (ebb) was engaged. The pump remained in power save mode until (B)(6) 2016 0:36 when the ebb depleted and the pump stopped. Power was restored to the pump, but the next 8 events had the "real time clock not set" alarms flagged until the internal clock was reset at (B)(6) 2016 4:38. The events captured in the log file are consistent with the depletion of the patient's batteries, causing the pump to stop, and the system controller to reset. The report of low flow alarms after the patient changed their batteries were not captured in the log file following power being restored. The pump remains in use supporting the patient and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.